Event description:
The patient called alleging erratic readings on the lfs meter. The patient's meter was set to the wrong unit of measurement. The patient had obtained a 5.9mmol/l and assumed the meter read 59mg/dl. The patient experienced symptoms; however, nurse refused to provide what kind of symptoms the patient experienced. Emt's were called and the patient's blood glucose was 182mg/dl. No information on whether the patient received any treatment. Nurse did not want to further troubleshoot with the representative and wanted a replacement since there appears to be a "spontaneous occurrence" that was not caused by changing the battery or by the patient accidentally changing the unit of measurement.